Event description:
It was reported that while using the dermatome device, there was weak knife (blade) movement after starting, then the dermatome stops. Also, excessive heat is produced. No info was provided regarding pt impact. Add¿l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.